Event description:
It was stated that the customer is pregnant and she was hospitalized with a high blood glucose reading of 420 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. The customer's blood glucose reading was 109 mg/dl at the end of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.